Manufacturer narrative:
Concomitant medical products: product ID 3057, lot# unknown, product type screening; device code (B)(4) and patient code (B)(4) pertain to the lead.

Event description:
Information was received from a basic evaluation trial patient with an external neurostimulator (ens). The patient reported that they did not think the device was working and that it was not on all the time since they did not feel constant stimulation. The patient noted that they thought that they were supposed to feel the stimulation constantly and mentioned that they were feeling heat instead of flutter. No further complications were reported or were expected.